Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15282. It was reported, the patient is experiencing inadequate stimulation and wants to have her scs system explanted. The patient indicated, she has not experienced any pain relief from her scs system since it has been implanted and she does not wish to undergo any reprogramming. Surgical intervention will be taken at a later date to address this issue.